Event description:
It was reported that a patient presented in the operating room for generator replacement for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic and will continue with routine follow ups.